Event description:
The customer called for assistance with his contour system. During the call the advocate ran a control test and received a result of 237mg/dl. The normal control range was 105-145mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.